Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the pump appeared to not be working the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. The patient is currently recovering. It was further reported that the device would not stay inflated. The patient stated that the device never worked properly.